Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl. Customer¿s blood glucose was 260 mg/dl at the time of the call. Customer treated the high blood glucose with insulin pump. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer also reported that they received no delivery alarm which did not occur during manual prime. The insulin pump will not be returned for analysis.